Event description:
It was reported that the right ventricular (rv) lead is experiencing rising thresholds over time. The lead remains in use and the patient is being closely monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076, implantable pacing lead, 2010 (B)(6); (B)(4), implantable cardioverter defibrillator, 2010(B)(6). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).